Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was incorrect. There was no impact to the customer's blood glucose level. The contact was guided through corrected the date and the issue was resolved.